Manufacturer narrative:
Date of event estimated. Correction - section b5 - the reason for explant was due to an infection at the ipg site. Correction - section h6 - infection coes.

Event description:
Additional information was received stating the patient had a full system explant a few months ago, and the actual reason was due to the patient had an infection at the ipg site. The exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place on an unknown date were the ipg was explanted to address the issue. Additional surgical intervention took place at a later date on (B)(6) 2024 where a new ipg was implanted and effective stimulation was restored.